Event description:
It was reported that the patient experienced continued pre-existing pain that was not relieved by the 10mm implant. The patient underwent in explant procedure in which the device was removed and a new larger sized device, 14mm, was implanted. The patient is doing well post operatively. The explanted device will not be returned for analysis as it was discarded by the facility.